Event description:
It was reported that, during a meniscus repair surgery, the curved ultra fast-fix's needle broke as the device was being used in the meniscus. The fragment was removed using tweezers. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. Approximately 1.250 inches of the distal end of the delivery needle has been broken off. The remaining needle that is attached to the handle is bent. No suture or ts were returned for examination. The condition of the device is the direct result of excessive forces placed on the needle during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.